Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were black spots on the inside of the drain bag near the air vent. The drain bag was allegedly positioned flat on the floor and was not allowed to become full. The drain bag was used with a silver coated catheter. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. Visual inspection noted there was foreign material inside the air vent. However; the exact mechanism of the reported failure mode cannot be conclusively determined at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that there were black spots on the inside of the drain bag near the air vent. The drain bag was allegedly positioned flat on the floor and was not allowed to become full. The drain bag was used with a silver coated catheter. No patient injury was reported.